Event description:
When attempting to use the mynx closure device the balloons on two of the devices burst when deployed. The third device was successful. No patient injury. Both devices have same lot number.